Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding this event. The issue occurred with a medium-large clip applier. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue resolved with a large clip applier. The incident ¿does not close correctly one time¿ occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip opening after closure of the clip. Hem o loc clips were used with the clip applier instrument. The surgeon used medium size clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10 mm for medium-large clip applier, 13mm for large clip applier). It was the 1st application. Regarding the incident ¿the other time it got stuck in the jaws", it occurred when the surgeon attempted to clamp on a vessel or tissue bundle. They moved the wrist to release the tissue. There was no bleeding due to this event. According to the surgeon, this event did not impact the procedure as a whole, did not affect the patient's health, and there was no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the hem-o-lok clip did not close correctly with the medium-large clip applier instrument. The clip also became stuck in the instrument jaws. The procedure was completed with no reported injury nor delay.